Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the ER after receiving inappropriate hv therapy. Programming changes were recommended. No further information is available.